Event description:
Info was received regarding a pt tested intrapartum using the device gbs assay lot number 690445. The pt was tested during labor at 5:30 am and during delivery at 11:30 pm on 9/8/96. Duplicate specimens obtained at the same time were used to streak culture plates. The results of the assays were negative. No antibiotic treatment was administered to the pt based on the results. The culture results were positive for group b strep. The cultures were confirmed with a strep typing kit, MFR unknown and by backtyping using the gbs assay. The infant delivered from this pt was sent to the neonatal unit due to respiratory distress. The blood culture from this infant was positive for gbs. The infant is now doing fine. No sample or kit was received from the customer for testing; therefore, the complaint for culture positive, negative could not be evaluated. Testing was performed at co using an in-house kit of the same lot number. Refer to section h10 for test results.